Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver clonidine, hydromorphone, and bupivacaine. Dose and concentration information was unknown. It was reported that the patient present at the hospital overnight with bradycardia and low blood pressure. At the time of this report, the patient was in the hospital with low blood pressure and bradycardia. The reporting hcp was unsure if the patient's symptoms were related to the pump, but inquired about turning the pump off if needed. The hcp also asked if the patient needed to have magnetic resonance imaging (MRI) or if they were concerned that there was a problem with the pump/therapy, if a manufacturer representative (rep) could interrogate the pump. The hcp was provided information regarding contacting a rep and was provided the phone number for the national answering service (nas).